Manufacturer narrative:
This device is import for export, therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event that occurred in the asia pacific region involving pentax ec38-i10f (sn: (B)(4)) video colonoscope. The information provided indicated that the water nozzle was clogged which was detected during the procedure. There was no adverse event to the patient and/or user.